Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, caused a burn when the unit was used.

Manufacturer narrative:
One device was returned for evaluation. The returned sample met specification as received by medtronic. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications. If information is provided in the future, a supplemental report will be issued.